Manufacturer narrative:
Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover did not fall into the patient. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The mcs tip cover accessory appear to be properly installed during the surgical procedure. There was no part of the orange surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tools were used. There were no difficulty in removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissor tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor tip cover accessory was observed to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed and found to have the pellethane insert completely separated from the silicone overmold. The gray pellethane did not show any residual silicone, and the silicone overmold exhibited no physical damage to indicate tearing. The separation between the two materials appeared clean, and no transfer of material was observed between the pellethane insert and silicone overmold. Dimensional inspection found the mouth opening of the tip cover to be 0.188 inches, which is outside the acceptable range of 0.120 inches, confirming shrinkage. The complaint was confirmed by failure analysis. The probable root cause is attributed to autoclaving or exposure to high temperatures, which caused the pellethane to warp or shrink. This shrinkage likely led to the clean separation between the pellethane insert and the silicone overmold. The mcs tip cover is a single-use accessory and is not intended to be reprocessed.

Event description:
Refer to h11 for follow-up information.